Event description:
The pt received the scs system on (B)(6) 2011. The pt underwent a surgical intervention for lead revision in (B)(6) 2011. It has been reported the pt has been experiencing numbness on his left and front side. The numbness spreads from the area around his sternum to the most lateral part of his left flank. This sensation remains whether stimulation is in use or not. The pt stated this sensation has existed since he was originally implanted. The pt has effective coverage as desired. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.